Event description:
The patient was having increased pain and less than 50% therapy relief. The residual volumes were higher at refill. A catheter replacement was performed. Poor cerebrospinal fluid (csf) back flow was reported. A possible occlusion was noted. The doctor cut off the sutureless connector and observed good back flow. The sutureless connector was then replaced. The patient¿s status at the time of the report was alive with no injury. The medication infused was dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n232642009, implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis of the catheter revealed coring, tears, and cuts in the seal of the sutureless connector that possibly caused an occlusion. It was not misaligned.